Event description:
It was reported that during a radical prostatectomy, the device did not fire correctly causing scissored and malformed clips. Used another device to complete the case with no pt consequence.

Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.